Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The pump passed self-test. No backlight anomaly or frozen screen was noted. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 86 mg/dl. The customer stated that the screen is frozen and the light was stuck during basal bolus. The customer stated that the response time is very slow and the back light remained on during navigation. Customer was advised to discontinue use of the device and to revert to a backup plan.